Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023 due to incomplete insertion of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august, 29, 2023.